Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient encountered infusion set's block alarm event on 16-apr-2025. Blockage was at tubing. Patient replaced infusion set and resumed insulin successfully. No further information available.